Manufacturer narrative:
Updated component codes.

Event description:
It has been reported to philips that tempus pro while monitoring the patient spit out an error box that said ¿sbc dll not loaded¿, which they have never seen it do before. When tried to ¿x¿ out of the error the monitor was completely frozen. It was forced to shut it down and froze during the shutdown, creating a further delay. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.